Event description:
It was reported that the patient had issues seeing with the lens and was explanted in a secondary procedure. The doctor replaced the lens with a z900200205, serial no. (B)(4). There were no reported issues with the patient. The patient is doing well. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Only one half of the lens was received. The lens portion was sent to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification was performed. The sample was observed with the characteristic of silicone material. The lens portion had a frosted edge, which is typical of a silicone lens model z9002. No issues in the lens material were observed. Loose particles on the optic body were observed. The lens condition is consistent with a lens that was explanted in a secondary procedure. The manufacturing record review was performed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) was generated during manufacturing of this purchase order (p/o). The documentation showed that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.